Manufacturer narrative:
Approximate age of device- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient was admitted with elevated ldh, plasma free hemoglobin and amber urine. The healthcare provider requested log files. There were no unusual events noted within the event history and the pump appears to be functioning as intended. The log file trend presented in the graph below is typically not suspect of pump thrombus. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported hemolysis could not conclusively be established through this evaluation. The submitted log file contained data from 05jul2019 through 19jul2019. No atypical alarms or events were captured, and the pump was operating with stable pump parameters. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient underwent a routine transplant on (B)(6) 2019. No product is available for investigation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2019.